Manufacturer narrative:
(B)(4). E1 initial reporter state: ni. Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient¿s parent reported inaccurate cgm values which occurred an unspecified date after the sensor had been inserted into the abdomen. The patient had inaccurate readings for about 2 weeks before the event on (B)(6) 2023. The cgm value was 40 ¿ 50 mg/dl points different than the bg. On april 1st, the patient experienced a seizure at home and her parents were unable to determine why she was seizing as her cgm displayed 82 mg/dl. Emergency medical services were called, and on arrival, a bg was performed 47 mg/dl. The patient was transported to the hospital where she was admitted. Unspecified medical intervention was provided, and the patient was released the following day. There were no other details about what the patient was doing before the seizure or the medication intervention. At the time of the report, the patient was ok. It has been reported that there was a difference in readings of 40 - 50 points. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.